Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter break occurred. During a procedure, a guidezilla¿ guide extension catheter was selected for use. However, the guidezilla¿ broke in half. The physician was able to completely removed the guidezilla¿ from the patient's body. The procedure was completed with another guidezilla¿. No patient complications were reported and the patient's status was fine.